Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval the trunk cable connector was severed, which prevented the electrode belt from connecting to a monitor. The root cause for the severed connector was physical abuse. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, the trunk cable connector on electrode belt sn (B)(4) was severed. The last pt to use this electrode belt did not report any deficiencies.